Manufacturer narrative:
On july 08, 2021 additional information received indicated that the patient underwent bilateral replacements as follow: r/ cat#:3503254bc, sn#: (B)(6), and l/ cat#: 3503254bc, sn#: (B)(6). The new information also indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female. Who underwent a breast augmentation primary with mentor smooth round moderate profile 325c saline breast implant experienced left sided deflation post-operative. The matter was, diagnosed by physical examination, and confirmed through MRI examination. As a result, patient underwent bilateral replacement with mentor gel implants on (B)(6) 2021.